Manufacturer narrative:
A head centre jig 90128255, (B)(4) was returned for review after a report that the instrument was found to be bent prior to being used in a surgery for treatment. Visual inspection found marks and scratches across the device consistent with surgical use, however there were no signs that the instrument was bent. Functional inspection also confirmed this. A review of the complaint history was performed for the head centre jig using the batch numbers in search of similar recurring reports for the instruments during their lifetimes, no other similar complaints have been identified. As the visual and functional inspection has not indicated any fault with the instrument a device history record review is not required. Based on the investigation no failure has been found and we have not been able to confirm the complaint. The instrument is available for return if required. No preventive or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that, for a head centre jig - 11s, the jig was bent. No case reported; therefore, there was no patient involvement.